Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. On an unreported date, the patient made a mistake and caused a touch contamination. The patient was not hospitalized for peritonitis. The treatment was not reported. The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.